Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110 - overvoltage set) was confirmed. Upon evaluation, the monitor did not pass essential performance testing and displayed a service code 110. The cause of this was on open l1 component on the ca board, which also led to damaged c1, d1, and l2. The root cause of the open l1 cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110.